Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the additional findings is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that the subject device had an image issue. There were no reports of patient harm.

Event description:
It was reported to olympus that the subject device had an image issue. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion.